Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and no image was displayed. No error code was displayed. Also, evaluation found the distal end plastic cover was scratched and chipped, the bending section cover adhesive was lifted and chipped, the objective lens was pitted and patched, the light guide tube was dented, the scope connector was scratched, and the labeling was peeling and had light scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera ii bronchovideoscope had no image. The issue was found during maintenance prior to a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the distal end while the user was handling the device, which led to a damaged charge-coupled device (ccd) unit, and resulted in the reported event. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." The event can be prevented by following the instructions for use (IFU) which state: "- inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.